Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips as they had exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) (B)(4) alleging that a onetouch verio vue meter displayed inaccurately high results compared to a laboratory device, and inaccurate high control solution result. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the issue began on (B)(6) 2019, reporting that an alleged inaccurately high blood glucose result of ¿97 mg/dl¿ was obtained on the subject meter. The patient was comparing the result to a calibrated laboratory device results of ¿62 and 32 mg/dl¿, the time difference between the subject meter result and the laboratory device result is unknown. The reporter could not confirm how the patient manages their diabetes or if they made any changes in response to the alleged inaccuracy. The reporter stated that the patient was in hospital for hypoglycemic symptoms but could not confirm when the patient was admitted. The reporter alleges that the patient had the hypoglycemic symptoms treated with IV glucose. Whilst in hospital, during physical examination, the patient was found to have liver cancer. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved testing steps and sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. There were no exact results given for the control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event. Please refer to related (B)(4) for additional information included in this submission.